Event description:
Reportedly, the subject monitor was not connecting despite multiple crossover testing attempts.

Manufacturer narrative:
Please refer to the attached investigation report. - attachment: [20190104 - file-2018-02188 - analysis_and_closure_report_resp-2019-00010.pdf].

Event description:
Reportedly, the subject monitor was not connecting despite multiple crossover testing attempts.